Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector disconnected from "the two-way" attached to the patient¿s central line which resulted in a leak. The event occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.